Manufacturer narrative:
Customer facility phone: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was noted to have possibly caused a residual volume of 15mls left. Two days after this was noted, the pump was used again and there was a residual volume of 29mls left. The administration set was changed the following day and still there was 5ml of residual volume. The line was discarded. The pharmacy was noted to use both 250ml flexibags and baxter bags and allow for overfill. Additional information was received indicating that the dose volume was 57mls with a total volume of 250mls at a 6 hourly rate. This error happened two additional times after as well with residual volumes of both 23mls. There were no adverse events reported.